Event description:
It was reported that the insulin pump had an error alarm while holding the activate button during the manual prime. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.